Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing lead impedance (pli) on the right atrial (ra) lead had decreased and there were episodes of noise on the ra lead which led to automated mode switch episodes. There was also a loss of capture noted on the atrial lead. A follow-up was performed and the noise could be reproduced with lead provocative testing. A lead revision procedure is anticipated but no intervention has been taken place at this time. The patient was stable with no consequences.